Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a critical pump error alarm. The customer¿s blood glucose level was 5 mmol/l. A broken force sensor was detected during seating or regular delivery alarm was displayed on the insulin pump screen before critical pump error. The customer was unable to clear the alarm and when they removed the battery out of the insulin pump, it died. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, primeg, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.